Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument had a damaged conductor wire. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the damage on 8mm force bipolar instrument was observed intraoperatively. The wire was not exposed due to damaged insulation. There were no signs of thermal damage. There was no arcing event to be observed. There was no patient injury. The patient information was not provided. Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.